Manufacturer narrative:
5076-52 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the second day post implant, the right ventricular lead dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.